Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous coronary intervention of the target lesion located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device failed to cross the lesion and the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were copious amounts of contrast in the inflation lumen and the balloon. The balloon was loosely folded. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated to rated burst pressure and deflate with no issue. Product analysis could not confirm the reported burst pressure and deflated with no issues immediately. The reported difficulty crossing could not be confirmed as the clinical circumstances cannot be replicated. There were no damages or irregularities present to the device.

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous coronary intervention of the target lesion located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device failed to cross the lesion and the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.